Manufacturer narrative:
Due to character restrictions in block telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit had a loop leak. The equipment was temporarily stopped. The customer has removed the machine and is waiting for the equipment. There was no patient harm caused.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Additional info: e1 (event site postal code: (B)(6), event site state: 090, event site telephone: (B)(6)). Due to character restrictions in block e1 event site name: (B)(6) medical university. A getinge field service engineer (fse) on-site testing found that the safety disk was faulty and needed to be replaced. The parts were replaced on site and the machine was debugged normally. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.